Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported occlusion alarms occurred. Reportedly, customer was not performing the proper air removal techniques. Additionally, the customer had been using u200 insulin within the pump. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed.